Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 79, 28, 19, 63, 2, and a failed battery test alarm. The customer's blood glucose level was 10.7 mmol/l. The customer performed the self-test and it failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump error 63variable was noted in the formatted history file due to software error. The insulin pump was monitored for three days and no unexpected pump error 79, 28, 9, and 2 noted during testing. The insulin pump was received with scratched case, keypad overlay texture damage, slight corrosion inside of the battery tube, pillowing keypad overlay, and minor scratched lcd window. .